Event description:
Tech alleged that the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The tech found broken pins on the nurse communication cable. The tech replaced the nurse communication cable to resolve the issue.